Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited a possible loss of capture (loc). An x-ray was performed, and technical services (ts) was consulted. Ts advised it appears there is no capture at 2.4v (volts) and would recommend starting the right atrial automatic threshold (raat) test at a higher threshold on the pacemaker. The x-ray appears to show the rv lead in the same location as implanted. The patient will be seen in-clinic for further review. At this time, the lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited a possible loss of capture (loc). An x-ray was performed, and technical services (ts) was consulted. Ts advised it appears there is no capture at 2.4v (volts) and would recommend starting the right atrial automatic threshold (raat) test at a higher threshold on the pacemaker. The x-ray appears to show the ra lead in the same location as implanted. The patient will be seen in-clinic for further review. Received additional information the patient was seen in-clinic for a regular follow up. A pacing spike in the atrium was observed with pocket stimulation. The physician tried multiple programming changes and observed pacing spikes, no capture, and pocket stimulation. The physician elected to program bipolar configuration at 2.5v (volts) at 0.6ms (milliseconds) with no pocket stimulation observed and functioning appropriately. A chest x-ray was performed, and the lead appears to be the same from implant. Ts was consulted and provided troubleshooting and follow up recommendations. At this time, the lead and device remain in service. No additional adverse patient effects were reported.